Event description:
Needle extending through protective cap of insulin syringe and needle. Occurred during mfg and product packaging. Item was in sterile package and removed from shipping box to restock shelf.